Event description:
It was reported that during the implant procedure, the right atrial lead exhibited loss of sensing and low impedance. The lead was not implanted and a new lead was used.

Manufacturer narrative:
Final analysis found normal lead characteristics.